Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm after inserting a new battery. Customer also reported the numbers were scrolling on the insulin pump. The customer's blood glucose was over 540 mg/dl. The customer reported moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.